Manufacturer narrative:
The facility reported the o-ring component came off of a defendo air/water disposable valve and ended up inside the endoscope. The same endoscope was used on a patient 4 days later and the o-ring came out of the scope and into the patient's intestine during the procedure, therefore potential patient cross-contamination. The physician successfully removed the o-ring without harm to the patient. No medical attention was sought. It is unknown if the facility was following the endoscope manufacturer's suggested guidelines for manual cleaning prior to reprocessing that would detect such debris the size of the o-ring. There is limited information related to this incident. It is unknown if the o-ring came from mediators' air/water valve. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
The facility reported the o-ring component came off of a defendo air/water disposable valve and ended up inside the endoscope. The same endoscope was used on a patient 4 days later and the o-ring came out of the scope and into the patient's intestine during the procedure, therefore potential patient cross-contamination.